Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) and an alert for high out of range shock impedances was observed. The values were greater than 200 ohms. The physician then performed a commanded shock and a code 1005 indicative of a shock lead open condition triggered. The physician elected to continue to monitor the patient as the patient's ejection fraction has increased and with their previous device, they had not received any therapy. The procedure concluded and the system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead was connected to the new cardiac resynchronization therapy defibrillator (crt-d) and an alert for high out of range shock impedances was observed. The values were greater than 200 ohms. The physician then performed a commanded shock and a code 1005 indicative of a shock lead open condition triggered. The physician elected to continue to monitor the patient as the patient's ejection fraction has increased and with their previous device, they had not received any therapy. The procedure concluded and the system remains in service. No additional adverse patient effects were reported. It was reported that the patient was seen and noninvasive programmed stimulation (nips) was performed. Daily measurements showed shock impedance measurements to be 107 ohms in triad. The patient was noted to have been lost to follow up for some time. An arrhythmia was successfully induced during testing, however, the device was unsuccessful in converting the rhythm and the patient was externally rescued. Surgical intervention was undertaken one week later. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported.